Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. During today's call, pt mentioned previously meeting with a medtronic (mdt) rep when stuff needed to be adjusted. Pss understood pt was referring to having the neurostimulator programmed. Pt stated the rep was able to see once that one of the electrodes wasn't working. Pss noted past record of reported therapy issues-see (B)(4). Pt explained the therapy maybe wasn't working really good so they met with rep where they moved it to other areas which started helping for a while. Pss believed pt was meaning stimulation was moved to other areas for therapy relief. Pt then remarked maybe later they may have an issue where they start having pain b/c therapy was not working. Pt described having therapy groups a/b/c programmed. However, pt claimed group b doesn't work for them so rep reprogrammed some stuff. Pt commented they thought the intensity settings were pretty high (all sub-groups at 4.4) b/c they have to recharge the ins battery like every other day or sometimes a day half. Pt indicated the clinician had intensity set up so that when pt increases intensity with the ptm increase button it raises intensity in all groups. Pt asked if rep was able to check to see that everything inside is ok. Pt said they may call to see about scheduling a meeting with her again but would wait until they received the replacement rtm from (B)(4) and if issue continues they would then contact the mdt rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint, a possible cause to their issues (the electrode not working, implant having to be recharged more often, therapy not working as well, and the pain) is that when their are charging their device it will be charging with excellent charging and say can't find device and they will have to push retry and it will go back to excellent charging then back to looking for device. Patient adds, this happens several times while they are recharging their device. Also, they sate they were sent a new belt, a new controller, and a new belt again and it did not help their issue. Patient will try to meet with rep for adjustments, and their issues were not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.